Manufacturer narrative:
Citation: zarpak et al. Haemodynamic evaluation of long-term tavr durability: a single centre experience. Heart, lung and circulation. 2017, vol 26, sup 2:s209; epub (B)(6) 2017. Http://dx.doi.org/10.1016/j.hlc.2017.06.378. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding structural valve deterioration in transcatheter aortic valve replacement (tavr) over 5-year implant durations. All data were collected from a single center between august 2008 and november 2011. The study population included 28 patients (gender not provided, mean age 82.14 years), 16 of which were implanted with a medtronic corevalve bioprosthetic valve (serial numbers not provided). Only one patient demonstrated a mean gradient increase of over 20 mmhg and a slight decrease in aortic valve area. This patient required a valve-in-valve at eight years post-initial tavr. Additionally, 2 patients showed moderate to severe circumferential aortic regurgitation at 5 years post-implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.